Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise. This noise was sensed by the device, and resulted in symptomatic pacing inhibition. The physician elected to surgically cap and abandon the lead, and implanted a separate defibrillation lead without reported complication.